Event description:
Customer reports a plastic piece of codan secondary set broke off into the smartsite needleless connector on the primary tubing. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.